Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.

Manufacturer narrative:
The customer reportedly repair the unit themselves. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).